Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped into water. The insulin pump alarmed critical pump error. A big crack was visible on the insulin pump's case where the battery enters. The customer changed the battery but the insulin pump was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was indicated in detailed trace file due to severe corrosion on force sensor assembly. The pump was received with a cracked case on the battery tube area. The pump had a partial white display due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, damaged keypad overlay texture, cracked battery tube threads, a peeling end cap address label and moisture damage on the motor home switch.